Event description:
Revision surgery - the pt had a cuff arthroplasty and fractured glenoid; converted to a reverse shoulder prosthesis.

Manufacturer narrative:
The reason for this revision surgery was reported as instability after 2.9 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the eighth complaint for this part number: four for stability/poor joint, three due to trauma, and one for device loosening. This is the first complaint for this lot number. The root cause for the instability was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.